Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) monitor was flickering when touching or wiggling the digital visual interface (dvi) cable. Occasionally boots up with the black screen. After disconnecting the printer, it works again. The mvs monitor was replaced and the imaging system operates as intended. The mvs monitor was returned to the manufacturer and no fault was found from the analysis.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that upon start up, the mobile view station (mvs) screen works briefly, but the image then starts flickering and signal is lost. It was noted that the site had performed a reset on the mvs and a hard reset on the mvs pc. When moving the screen cable, the image sometimes comes back flickering but not steady. No patient involvement.